Manufacturer narrative:
The formed needle and bottom housing were inspected for damages or defects that could cause skin irritation or pain during insertion and none were found. The exact cause of the skin irritation and pain during insertion could not be conclusively determined. The soft cannula was observed to be kinked. Although the soft cannula was observed to be kinked, fluid was still able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed. The timing and cause of the kinked cannula is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. Patient reported pain and irritation after the pod was bumped. As treatment, a new pod was applied.